Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced insulation damage, and there appeared to be clavicular crush when observed on fluoroscopy. In addition, there was noise and thousands of sensing integrity counter (sic) observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.